Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('low back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), tendonitis ("multiple episodes of tendonitis"), musculoskeletal disorder ("musculoskeletal disorders"), neck pain ("neck pain"), insomnia ("sleep difficulties"), fatigue ("fatigue"), disturbance in attention ("concentration problems"), memory impairment ("memory problems"), irritable bowel syndrome ("irritable bowel") and oesophagitis ("oesophagitis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, tendonitis, musculoskeletal disorder, neck pain, insomnia, fatigue, weight increased, disturbance in attention, memory impairment, irritable bowel syndrome and oesophagitis outcome was unknown. The reporter provided no causality assessment for back pain, disturbance in attention, fatigue, insomnia, irritable bowel syndrome, memory impairment, musculoskeletal disorder, neck pain, oesophagitis, tendonitis and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-jan-2021. The most recent information was received on 03-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('low back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), tendonitis ("multiple episodes of tendonitis"), musculoskeletal disorder ("musculoskeletal disorders"), neck pain ("neck pain"), insomnia ("sleep difficulties"), fatigue ("fatigue"), disturbance in attention ("concentration problems"), memory impairment ("memory problems"), irritable bowel syndrome ("irritable bowel") and oesophagitis ("oesophagitis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, tendonitis, musculoskeletal disorder, neck pain, insomnia, fatigue, weight increased, disturbance in attention, memory impairment, irritable bowel syndrome and oesophagitis outcome was unknown. The reporter provided no causality assessment for back pain, disturbance in attention, fatigue, insomnia, irritable bowel syndrome, memory impairment, musculoskeletal disorder, neck pain, oesophagitis, tendonitis and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.